Event description:
It was reported to boston scientific corporation on august 4, 2007, that an ultraflex tracheobronchial stent was used in a procedure in the tracheobronchial tree (pt sex and age unk) in 2007. The complainant reported that there was "resistance" during stent deployment, and that "the stent could open distal[ly] only... 1 centimeter." The initial ultraflex tracheobronchial stent was removed and a second ultraflex tracheobronchial stent was deployed "without complication." The complainant reported that the pt was "ok" following the procedure.

Manufacturer narrative:
The suspect device has been received but an evaluation has not been performed. Therefore, a failure analysis is not available, and it is not possible to determine the relationship between this device and the cause of this event. A device history record (DHR) review, device evaluation, and product family complaint trend review are in progress and the results will be provided in a supplemental medwatch report.